Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that on (B)(6) 2022, patient had an acl procedure done using an autograft, which was fixed with a tightrope system in the femur and a bio-composite screw in the tibia. On (B)(6) 2022, surgeon performed a revision surgery on patient to remove all implants due to an infection. Additional information received on 4/12/2022: the part and lot number for the autograft used in the original procedure remains unknown. This infection was discovered five day after procedure on (B)(6) 2022 and an ar-1588rt acl tightrope, lot 13822428, and an ar-1390c bio-composite interference screw, lot 10964516, were removed from the patient during the revision surgery on (B)(6) 2022. Surgeon had the infected areas biopsied and the results came back as a (B)(6) culture to (B)(6). The explanted devices have been sent to the lab for further testing. Currently, the patient is being treated with antibiotics.